Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/31/2016 with the following findings: during investigation, the pump powered on with no audio alarms. The pump was opened up and a cracked piezo solder connection was observed. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/27/2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.